Event description:
During a stenting treatment procedure involving a 90% stenotic lesion in the distal portion of the rca, the nir elite balloon would not hold pressure on the initial inflation. The patient was asymptomatic during this event. The nir elite stent system was removed and replaced with a nir elite 18/2.5mm to complete the procedure. A 0.014" choice pt guidewire and a mach1 guide catheter (size unknown) were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.